Event description:
During biomed testing, the device shut down while charging energy then powered up on it's own and the device's displayed froze up. Complaint indicated that there was no patient involvement in the reported malfunction.